Event description:
Allegedly, patient was revised due to mom complications: hip pain; elevated serum cobalt and chromium ion levels; elevated metal ion levels; metallosis and a fluid collection: right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01211.